Manufacturer narrative:
This event was reported to the manufacturer through the (B)(6) clinical registry. The site reported as unknown device relation. The manufacturer requested the internal clinical review of the event which determined as unknown device relation. As reported in the scientific literature "stroke is a devastating complication that may occur early or late after operation in patients with prosthetic heart valves and result from embolism, intracranial hemorrhage, or both although intracranial hemorrhage is a relatively rare event except in elderly anticoagulated patients, an embolic stroke may occur in virtually any patient and with any type of valve prosthesis. Risk factors for stroke in the general population include advanced age, atrial fibrillation, coronary artery disease, congestive heart failure, mitral annular calcification, hypertension, diabetes, and smoking. In patients with prosthetic heart valves, these and other patient-related characteristics could interplay with the design of the prosthesis, the site of implantation, and the adequateness of anticoagulation." Ruel, marc, et al. "Late incidence and determinants of stroke after aortic and mitral valve replacement." The annals of thoracic surgery 78.1 (2004): 77-83. Device not explanted.

Event description:
This event was reported to the manufacturer through the (B)(6) clinical registry: a solo smart size 23 was implanted on (B)(6) 2016 via mini- sternotomy. The valve was implanted supra-annular. On (B)(6) 2017, the patient exhibited stroke and it was reported by the site as unknown for device relation.